Event description:
It was reported that a malfunction alarm occurred, identified as malf 14, which continued even after an attempt to reset the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and arranged to use multiple daily injections (mdi) as a backup therapy. A replacement pump was confirmed to be shipped, and the customer was instructed to put the faulty pump into storage mode before returning it within ten days.